Event description:
Reporter has been very ill for five years after repture, rheumatoid, shingles, cold problems, ear, throat and eye problems as well as constantly sick every day even now five years down the line. There are thousands like this and nobody seems to care.